Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: may 20, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a procedure to remove a matrix spine construct on (B)(6) 2017, after successfully removing two (2) matrix locking caps, the surgeon attempted to remove a locking cap at l2 on the left, using a t-handle t25 stardriver shaft for matrix-long, but was not able to turn the locking cap. This attempt caused the stardriver shaft to bend close to the distal end of the instrument. The surgeon then attempted to loosen the locking cap using a ratchet t-handle with a t25 stardrive shaft for matrix-long. This stardrive shaft also became bent. The handle snapped as internal components broke, resulting in the handle spinning around the shaft and not turning the locking cap. Alternate techniques were attempted without success. The surgeon then loosened all remaining locking caps with no issue. The surgeon then returned to the locking cap that would not release. It was at that time it was noted the screw beneath the locking cap was loose in the bone. The surgeon was able to remove the screw and rod together with the locking cap using general instrumentation. It is not known if the screw was loose prior to surgery or if it became loose while surgeon was attempting to remove the locking cap. The surgery was delayed approximately five (5) minutes due to the reported issues but was completed successfully. Please see related complaint, (B)(4), which addresses and reports the need for the explant surgery. Concomitant devices reported: rod (part number 04.633.294, lot number unknown, quantity 1). Preliminary evaluation of the returned device revealed that the prongs on the head of the screwdriver addressed in this report were broken off. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (t-handle t25 stardrive shaft f/matrix-long, part number 03.632.074, lot number 6670696). The subject device was returned with the complaint condition stating that the instrument could not remove the locking cap (09.632.009) from the polyaxial screw (04.632.540). The locking cap and polyaxial screw were not returned. The instrument bent during intraoperative use. The t-handle t25 stardrive shafts are two of ten t25 driver shafts intended to be utilized for screw insertion in the matrix system (03.632.002-005/072-075/400-401). Of the ten t25 drivers available in the system, only four are intended for final tightening (03.632.002, 03.632.072, 03.632.400 and 03.632.401) with the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. Per the technique guide, if the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ the relevant drawing for the returned instrument was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The complaint against the returned instrument was confirmed. The tip of the screwdriver was twisted as a result of a counterclockwise force. The prongs on the head of the screwdriver were broken off. As noted in the complaint description, the instrument was damaged while removing locking caps however the technique guide includes a note stating that a fixed or ratcheting t-handle screwdriver should never be used to remove locking caps. Using the drivers without a torque limiter allowed the user to apply excessive torque and twist the driver tips. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.